Manufacturer narrative:
Additional information: the associated complaint device was returned and evaluated. A visual examination confirmed that the anterior chamfer of the insert as well as the right lateral dovetail is deformed. A dimensional analysis of the locking feature of the implant was performed. All deformations observed can potentially be explained by the seating and subsequent removal of the implant. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical assessment noted no patient impact or adverse patient outcomes have been reported, thus no further clinical assessment is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was extended 35 minutes due to implant not locking into base plate.